Event description:
The customer reported that there was a 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pat injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm to monoblock generator cable connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.